Event description:
In 2009, the pt reported having issues with her infusion device and the call was disconnected. The pt was reached for follow up two days later, and she reported experiencing elevated blood glucose of 267 mg/dl. She stated that she had changed her insulin cartridge and infusion set, and her blood glucose did not respond to boluses. She examined her infusion system and found air bubbles in the insulin cartridge and infusion tubing. She disconnected from the infusion site and bolused but no insulin dripped from the end of the infusion tubing. She then primed until a steady flow of insulin dripped from the end of the infusion tubing. She stated that she does allow insulin to reach room temperature prior to use, and she was educated on the procedure for filling the insulin cartridge and inserting it into the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.